Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Inappropriate shock and pacing inhibition were also noted since the device identified the noise to be ventricular fibrillation (vf) episodes. The patient experienced syncope. Programming changes were made. The patient was stable.